Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material found in the forceps elevator, the following findings were also observed: the suction cylinder was shaved; due to clogging of the nozzle, water removal ability did not meet the standard value, there was wear to the angle wire, the adhesive on the bending section cover was detached; due to a pinhole on the bending section cover, water tightness was lost, the bending section cover had discoloration, the light guide (lg) cover glass had a sent, and the forceps channel port had a dent. Additionally, the following device components were also found to be scratched: the universal cord, the objective lens, the distal end, the scope connector, switch button one (1), the scope connector cover, the grip, and the acoustic lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that there was a leak in the bending section cover while using the evis exera ii ultrasound gastrovideoscope. The issue occurred during reprocessing, the procedure had already been completed and there was no patient harm associated with the event. The device was returned and evaluated, and there was found to be foreign material in the forceps elevator. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: ¿ failure to properly clean and high-level disinfect or sterilize endoscope equipment after each procedure can compromise patient safety. To minimize the risk of transmitting infectious agents from one patient to another, after each procedure the endoscope and the equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization, as described in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels. ¿ all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. ¿ after thoroughly brushing or wiping all external surfaces and the distal end of the endoscope and around the forceps elevator with a soft brush or lint-free cloth, always visually confirm that the elevator wire is not broken. If the elevator wire is broken, patient and/or operator injury could result. ¿ if the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms and organic material that could reduce the efficacy of disinfection or sterilization. Olympus will continue to monitor field performance for this device.